Manufacturer narrative:
The soft cannula was observed to be completely torn away, spanning into the internal portion. No other damages or defects were found that would affect the delivery of insulin. No timeouts or drive stalls were seen in the download data. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). The timing and cause of the damage is unknown. It could not be determined if the torn cannula is related to the reported event. The pod generated an 0x9b hazard alarm indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined. The housing vent was observed to be punctured. The timing and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The housing vent was observed to be punctured. The timing and cause of this damage could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 412 mg/dl while wearing the pod between 36 and 48 hours. Treatment information was not provided.